Manufacturer narrative:
Results: the pusher is kinked approximately 5.0 cm from the proximal end of the pusher where the hypo-tube tab is located. Conclusions: the complaint has been evaluated. The complaint indicates that a kink in the proximal end of the pusher assembly was discovered during removal from the packaging hoop. Evaluation of the returned device confirmed a kink in the proximal end of the pusher assembly. This damage was likely caused by improper handling during removal from the packaging. These devices are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using the penumbra coil 400 system. Before the procedure, the physician found the proximal end of a penumbra coil 400 delivery pusher was kinked in the dispenser hoop. There was no report of an adverse effect on the patient.